Event description:
It was reported that a critical alarm was heard and multiple motor stalls have been confirmed. The first motor stall occurred on 2015-(B)(6) and recovered on the same day. There have been multiple motor stalls and recoveries in the same time since and the logs showed a recovery at the time of the report. The pump was infusing bupivacaine and infumorph (morphine). No patient symptoms were reported. Additional information received reported that the pump was replaced on 2015-(B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: 2012-(B)(6), product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found pump motor feedthru anomaly, shorting across insulator. Analysis found corrosion and bridging present across the ceramic insulation of m1¿s feedthru. Analysis found corrosion present on gear wheel three and slight wear present on the inlet and outlet portion of the pump tube.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.